Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. It was noted that cup projects beyond the confines of the native acetabulum anteriorly and laterally which may predispose to impingement. The greater trochanteric bolt is not fully seated, and rather the head of this bolt projects laterally into the soft tissues. The trochanteric claw is tilted, with the proximal claw located superiorly and medially in close proximity to the femoral head and acetabular cup component which may be associated with component-on-component impingement. Osteolysis is suggested within the proximal femur, in vicinity of the trochanteric bolt. Osteolysis is also appears present within the acetabulum DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products ¿ arcos ha modular revision system cone p/n 22-301321 l/n 777930; arcos taper distal ha p/n 22-300814 l/n 448070; cocr modular head p/n 11-363661 l/n 215020; regenerx ¿ ringloc multi hole acetabular cup p/n pt-106062 l/n 101160; rinlock poly p/n ep-053658 l/n 3305949; unk arcos locking screw p/n unknown l/n unknown. (B)(6).

Event description:
It was reported patient underwent a screw extraction procedure three years post-implantation due to local pain caused by a screw. Attempts to obtain additional information have been made; however, no more is available.